Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with air bubbles in the reservoirs. Most of his blood glucose levels were running under 150 mg/dl. He experienced a few blood glucose levels under 50 mg/dl or 60 mg/dl. He declined to be transferred to the helpline. The device was not returned.